Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that during a cataract extraction with intraocular lens implantation, a cartridge split and the lens slid sideways into the opening of the cartridge. The surgeon opened a new product and completed the case. There was no patient impact.